Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar spinal canal stenosis procedure: microendoscope laminectomy levels operated: l4/5 it was reported that intra operatively there was something like brown soot inside the part which connected with the light source cable. It was said that the light source of the reported product sold was darker than before, and soot was inside and there was no precedent. No patient complications were reported as a result of the event.